Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that an alarm was heard, but telemetry had not yet been performed. The pump had reached end of service (eos) and the patient wanted to have the pump replaced. The patient was dismissed from the physician 2 years ago for admitting to taking alcohol and oral medications. The patient was in pain and it was considered a sudden change in symptoms/therapy. Additional information was received from a consumer on (B)(6) 2016. The consumer reported more pain. The pump was out of medications and the patient can¿t find a healthcare provider (hcp). The pain had not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that his pump did not work for him and the medications were going to his back. Patient stated the medications came out and pump dried so shut off the pump as it kept on beeping and been this way for a few years. The last time they had it refilled was in 2012 and that was it. The patient stated they let the "medication dry up" and then it was alarming so they shut it off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.